Manufacturer narrative:
Internal complaint reference (B)(4). Doi: govaerts j, vercruysse jp, samoy k, de groot v, jorissen m, claes j. Myospherulosis as a complication of functional endoscopic sinus surgery: a double case report. B-ent. 2013;9(4):339-42. Pmid: 24597112.

Event description:
It was reported that on literature review "myospherulosis as a complication of functional endoscopic sinus surgery: a double case report", after a sinus surgery of the maxillary and ethmoidal sinuses bilaterally, in combination with a septoplasty and a conchotomy of the lower turbinates because of chronical nasal obstruction and nasal decongestant abuse, a sinu-knit with a combined corticosteroid and antibiotic ointment(terra-cortril®: hydrocortisone + oxytetracycline) was placed in the middle nasal passages. In the post-operative period, the patient presented swelling on the medial side of the right lower eyelid treated withoral antibiotics and corticosteroids, discrete mucosal prolapse at the level of the right maxillary sinus, haematoma in the right lower eyelid, pronounced inflammatory tissue swelling and granulation tissue around the inserted pds film and signs of preseptal oedema and/or cellulitis in the right eyelids, large amount of scar tissue in all layers from the dermis into the orbit and resected until healthy orbital fat and granulomas with numerous multinucleated giant cells in a dense inflammatory cell infiltrate of lymphocytes and lipid vacuoles. The swelling recurred months after the debulking procedure and is still present after two years of follow-up.